Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The pump started charging after the caller used a new tandem cable and adapter, which she purchased. Technical support agreed to send a replacement charger and adapter for the faulty equipment.